Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system could not move in the x-direction when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.